Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).the suspect device was evaluated and repaired by a carefusion (cfn) field service representative (fsr). The cfn fsr attached a new diaphragm, valve body, and flow sensor. Then the cfn fsr calibrated the turbine and exhalation flow transducers and was able to resolve the issue. The suspect device was returned to the customer.

Event description:
The customer reported while using the vela ventilator was suddenly started dropping volume readings. The issue occurred during patient use and the patient was placed on another known good ventilator. The customer reported performing a leak test, but it did not resolve the issue. There is no known reports of patient consequence associated with this event.